Event description:
Initial reporter indicated that they "had a problem with the physician's handheld computer holding a charge." The dell handheld computer was charged overnight and did not hold a charge. The handheld was returned for analysis and no anomalies were noted on the performance during the product analysis. At the conclusion of testing the main battery had a remaining charge of 81%, indicating the battery may have not held a charge for a full 8 hours. The power cord was not returned with the handheld computer, therefore, a malfunction cannot be ruled out with the power cord.

Manufacturer narrative:
No malfunctions noted with the product returned. At the conclusion of testing, the main battery had a remaining charge of 81% indicating the battery may not have held a charge for a full 8 hours. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.